Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection, irritation/inflammation, and vomiting are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindication(s): the lap-band system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." Device labeling addresses the possible outcome of vomiting as follows "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."

Event description:
Health professional reported a pt experienced vomiting and infection with a lap-band system. The pt experienced vomiting and port revision due to an infection at the port. Prior to explant, the pt was seen by the surgeon due to a report that the pt had been "throwing up for three weeks and had not eaten in five days." It was observed that the pt had accessed the port twice to withdraw fluid from the band without nurse or physician consent/assistance. A "swallow study" was performed and later a CT (computerized tomography) scan was performed, showing "stranding and inflammation in the subcutaneous fat around the previous port site." A treating physician admitted the pt "for operative drainage and debridement of the abdominal wall in this area." The pt received "IV antibiotics." Prior to explant, the pt experienced "swelling," "warmth" and "drainage" at the port site. The port was removed and replaced.